Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported material rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0x12 nc trek ruptured at the first inflation of ten atmospheres in the heavily calcified, moderately tortuous right coronary artery. The balloon rupture was noted with a loss of gauge pressure and blood in the indeflator. A larger nc trek was used to complete the procedure without further incident. There were no adverse patient effects. No additional information.